Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the hose was missing. It was determined that this was due to improper handling as the hose was removed from the device. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the autolube device was leaking oil. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly